Manufacturer narrative:
Investigation summary: customer returned (5) open 1/2ml, 8mm, 30g syringes in open blister packs from lot # 8087635. Customer states that the package didn¿t seal well. The returned syringes were examined and exhibited an open seal on the blister pack as well as a double paper layer on the blister pack. A review of the device history record was completed for batch# 8087635. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (open seal and excess blister). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root causes include: it is possible during the sealing and cutting process, that if the machine is stopped and is run in ¿jog¿ mode, the top and bottom web will not seal properly. The vacuum in the autopack robot arm creates enough suction that it pulls air through the paper top web and pulls the syringe and plastic bottom web enough to allow the blister package to be packed into the cases without the syringes falling out. One machine cycle jogged through the machine would create 30 open packages with no heat applied and would be packed into 6 different cases. Each case could have up to 5 open blister packages in them. It¿s possible that some of the packages did not make it into the cases because the syringes fell out of the packages at the machine during the process of the robot arm putting them into the cases. It is likely that the web broke while the machine was running which required the operator to put the machine into jog mode to get the web back into the correct sequence in the machine. When this occurs there are syringes already in the pockets before the seal plate. The operator must also feed the web back through the machine after the web break. This could have caused the packages to have open seals along the long edge as the web was realigned in the machine. The web aligner eyes adjust the web to prevent it from getting too far out of alignment however after a web break the first few cycles may be far enough off to allow open seals. In this scenario, 2 open packages would be created each time the machine cycles. Discussing the situation with the operator, the machine would correct itself in approximately 10-15 cycles.

Event description:
It was reported with the use of the bd safetyglide¿ insulin syringe there were 5 occurrences with the package not sealed well.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ insulin syringe there were 5 occurrences with the package not sealed well.